Event description:
It was reported that a versacross connect access solution was selected for use during a laac procedure. In preparation to go transseptal, the physician wired the superior vena cava with the mechanical guidewire. Once going to exchange it for the versacross rf wire, the mechanical guidewire became stuck in the versacross dilator. Thus, the physician had to remove dilator/wire together (in one piece), and was unable to get the wire out of the dilator. Therefore, a new versacross kit was opened, and the procedure was completed successfully. The patient has a tortuosity of iliac/vic that would have led to this complaint. The defective guidewire remained in one piece, although "unraveling" inside dilator. No other issues were noted. No patient complications were reported. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.